Event description:
Pressfit cr femur, universal baseplate, poly and 12/50mm stem were removed due to infection. An antibiotic cement spacer was placed. Right knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#triathlon p/a cr beaded #7r ; cat#5517f702 ; lot#ntr2y, device name#tri ts baseplate size 6 ; cat#5521-b-600 ; lot#hg49aa, device name#tri cemented stem 12mmx50mm ; cat#5560-s-112 ; lot#1109655j. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.